Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
On 03/03/2025, a sales representative reported via (B)(4) that a (qty. 2) of an ar-9545-t15-01 driver shaft and an ar-9545-t15-03 driver shaft was twisted and bent over time and unable to be used as intended. The case was completed without adverse effects on the patient. This was discovered during a procedure, with no reported patient harm. Additional information has been requested.

Manufacturer narrative:
Additional information: d9, g3, h3, h6. The complaint allegation was confirmed. One unpackaged ar-9545-t15-01 batch 1392349 was received for investigation. Visual evaluation identified damage to the hex geometry. The driver's tip had nicks and bends. Functional testing cannot be performed due to the device's damage. The most likely cause of the reported failure is wear and tear from repetitive usage. The device was manufactured from 14 december 2023 to the present.